Event description:
After 40+ months of implantation, this ICD was explanted and returned because it would not interrogate during the follow-up interrogation. In addition, there was no magnet response.